Event description:
After placing a new pod, the patient experienced immediate pain which grew worse over time. The pod had been in place for more than 48 hours and the patient noticed the area was puffy, red, and hot. The patient sought medical attention at the emergency center. The patient and emergency center thought the pod may have hit a vein. The patient was diagnosed with an infection. As treatment, the patient was prescribed amoxicillin and local hot compresses. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported infusion site pain and infection. The lot release records were reviewed, and the product lot met all acceptance criteria. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.